Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with a bifurcated stent, a suprarenal extension and extender. On (B)(6) 2017, a type 1b endoleak was discovered during a CT. The physician elected to implant an ovation extension into the left iliac. A final angiogram shows that the type 1b endoleak has been resolved. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the following reported events of type 1b endoleak caused by a procedure-related implant movement for an unrelated peripheral endovascular repair and a successful secondary endovascular repair due to lack of medical information. Several attempts were made to retrieve medical records but the requested was denied. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was a procedure-related stent movement/dislodgement of the main body stent during an unrelated peripheral endovascular repair. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.